Event description:
It was reported that in preparation, a pci procedure involving a lesion located in the mid left anterior descending (lad) coronary artery, the physician noted that there was no stent on the express2 monorail coronary stent delivery system. Follow up with the sales rep indicated the stent was noted to be missing following removal of the protective sheath and was later found on the floor. The device was not used and the procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.